Manufacturer narrative:
(B)(4). The device has been received, and the evaluation is in process. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned and evaluated by the product analysis lab (pal). The rite (return instrument test/evaluation) test was performed when the device was returned to the baxter (B)(4) facility for evaluation. The device passed the homechoice rite functional test and the homechoice rite electrical test. The pal evaluated the device and no failure or malfunction was identified that could have caused or contributed to the increased intra-peritoneal volume (iipv) found in the device logs. The cause of the increased intra-peritoneal volume (iipv) identified in the device log was determined to be: insufficient drain, false empty detect and use error, inappropriate bypass of the low drain volume alarm and insufficient drain, false empty detect and use error, inappropriate bypass of the caution: negative uf alarm. A labeling review found the patient at home guide to be adequate for the use/user error identified in this incident. A service history review revealed no previous service events were related to the reported condition. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
A customer contacted baxter's technical service center to report the home patient (hp) was feeling really full and had pain. The technical service representative (tsr) asked the caregiver (cg) if any bypasses were done and the cg stated the initial drain and the drain 1 were bypassed due to a low drain volume alarm. The tsr advised the cg to not bypass any low drain volume alarms and to call for troubleshooting assistance or call the peritoneal dialysis nurse (pdn) for permission. The cg stated they also received a caution negative ultrafiltration alarm that was also bypassed. The cg did a manual drain, drain volume 5367ml. The tsr advised the cg would need to swap the home choice (hc) and the hp would need to call the pdn to inform of increased intraperitoneal volume (iipv). The tsr advised the cg not to restart therapy and not to do a manual exchange this night and to restart therapy on the new hc. The tsr discussed the use of continuous ambulatory peritoneal dialysis until the hc was replaced. There was no patient injury or medical intervention indicated at the time of the initial report. On (B)(6) 2010 product surveillance contacted the hp peritoneal dialysis nurse (pdn) regarding feeling really full and pain. The pdn stated she had spoken to the hp and his wife several times about not bypassing any alarms especially the initial drain. The pdn stated she would contact the hp again and explain to them not to bypass any alarms or drains. The pdn confirmed there was no patient injury or medical intervention associated with this report and that the hp was doing well with the following treatments. No allegations were made against any of the hp's dialysis products.